Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/20/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: visual analysis of the returned product revealed that an empty opened foil, one labeled winding former, a detached needle, and several suture pieces of product were received for evaluation. The suture had begun with the process of degradation caused by exposure to the environment, and the needle detached from the strand. The product contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests could not be performed. The foils were visually inspected, and no holes were observed in the cavity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/09/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002. Device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? Be a stulectomy - was the needle piece removed from the patient during the same procedure? Yes - were x-rays taken to locate the needle? No - what was used to complete the procedure? Competitor's thread".

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? What was used to complete the procedure? Device return status: trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, when inserting it into the tissue, the thread was released from the needle, in which it was lost in the patient's anus and located later for removal. There were no adverse patient consequences reported. Additional information was provided.